Event description:
It was reported that this was an arteriotomy closure of a calcified left common femoral artery using a prostyle device after an interventional percutaneous transluminal angioplasty procedure with a 6f sheath. Reportedly, when pulling on the rail suture to advance the knot, a suture break occurred due to a jerky motion. Manual compression was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - excessive force.